Event description:
Reporter indicated that the patient was doing well and no surgery is planned at this time. All attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated a patient's vns generator had migrated in the chest and was perpendicular to the chest wall as a result of body growth. It was also reported the vns had "not been working" for the past (B)(6) months, and that the patient had also had an increase in seizures that was above pre-vns baseline seizure levels. The increased seizures were felt to be due to malposition of the vns generator. Surgery to reposition or possibly replace the vns generator was considered, but surgery is no longer planned and the patient is reported to be doing well. A battery life estimate was performed for the vns generator revealed 2.89 years remaining, indicating the generator is likely not at end of service. Attempts for further information are in progress.

Manufacturer narrative:
The initial MDR inadvertently reported that the date of event was (B)(6) 2011 instead of (B)(6) 2011. Describe event or problem, corrected data: the initial MDR inadvertently did not report that it was reported that because the generator was often oriented obliquely in the generous soft tissue in her chest wall, people were unable to swipe the magnet successfully, without pressings slightly on the generator to orient it first.

Event description:
It was reported that because the generator was often oriented obliquely in the generous soft tissue in her chest wall, people were unable to swipe the magnet successfully, without pressings slightly on the generator to orient it first. It was reported six years later that the patient's generator was replaced due to battery depletion. It was noted by the surgeon that the generator had migrated a great distance from the incision site and was difficult to find. The explanted product was discarded. No further relevant information has been received to date.